Event description:
After the coil was introduced and repositioned two or three times, the coil detached prematurely before the coil was positioned completely to the aneurysm. Coil detached when the proximal section of the coil was still in the left vertebral artery inside the catheter. Therefore, there was a tail from the basilar to the left vertebral artery. At this point, the coil was not attached to the cable. Physician attempted without success to snare the coil. The left vertebral artery was occluded due to this event and the pt was put on plavix.

Manufacturer narrative:
Device was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concern. No pt injury reported.